Manufacturer narrative:
Concomitant medical products: etlw1616c156e stent, implanted: (B)(6) 2019; etlw1616c124e stent, implanted: (B)(6) 2019; esbf3614c103e stent, implanted: (B)(6) 2019; etlw1620c93e stent, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing extracardiac stimulation. The left ventricular (lv) lead output was decreased to prevent further stimulation. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.